Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that when prepping the 3.5x38mm xience pro a drug eluting stent (des) with an unspecified indeflator "[inflating]", a hole was noted on the shaft of the des approximately 15 cm from the tip. Another 3.5x38mm xience pro a des was used to continue the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. No additional information was reported.